Event description:
It was reported that during the implant procedure, a perforation of the patient's femoral artery was observed with an arterial bleed after the introducer was removed. The physician suspected the artery was damaged when the introducer was introduced. A repair of the arteriovenous (av) fistula and femoral vein were performed and the patient remained hospitalized until the outcome was resolved. The patient is a participant in the pan/product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.